Event description:
It was reported to philips that the system was only able to use low load fluoroscopy, impacting imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed with low quality images. The philips field service engineer (fse) inspected the system on site and confirmed that x ray tube problem, low load fluoro only. Review of the system log file showed the error in flow switch. To resolve this issue, the fse replaced the cooling unit and performed de-air. The defective cooling unit was returned to philips for analysis and confirmed the malfunction as found the max pressure of 7, flow opens at 6.7 and detects the noise at 6.4. The system was returned to use in good working order. The codes were updated based on the investigation outcome.